Event description:
It was reported that the lead was capped and replaced due to intermittent capture and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 14.4-14.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.